Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump exposed to moisture and the display went blank. The customer¿s blood glucose level was unknown. The customer reported that insulin pump display went blank immediately after pump exposure to moisture. The troubleshooting was performed for moisture exposure. The customer was advised to discontinue use of the pump and revert to the backup plan. The insulin pump will be returned for analysis.